Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the programmer shut off when powered up and would not turn back on. The power supply was noted to be out of electrical specification and it was further noted that the power cord bay assembly was damaged and the left keyboard hinge was broken. The power supply, power cord bay assembly and left keyboard hinge were replaced. The hard drive was updated and the software was reloaded and updated. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user turned the programmer on and it powered up, however it then shut off and would not turn back on. There was no patient involvement. The programmer has been received into service and repair.